Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient didn't feel as though they were getting relief from the stimulator. The patient stated that the stimulator worked well for a while, but got to a point where it didn't provide the same relief initially that it did. The patient stated that they had an unrelated issue where he needed brain MRI's and decided to get the stimulator and therapy was removed on (B)(6) 2012. The patient believes that the all the parts were removed from their body. No device allegations were made.